Event description:
It was reported that 5 of the bd maxplus¿ pressure rated extension sets with removable needleless connector were leaking where the insyte connects to the extension set. The following information was provided by the initial reporter: verbatim: ¿periop has had some incidents with IV extension sites leaking ".

Manufacturer narrative:
Investigation summary: no defective sample received however 1 unused sample of mat# mp5314-c and lot# 23029200 was received by customer. It was reported by customer that IV extension sites leaking, and some are having difficulty with securing them to the catheter. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water solution and attempted to be flushed. The fluid pass through the sample and leakage and connection issue was not replicated and the complaint could not be verified. A device history record review for model mp5314-c and lot number 23029200 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined because the issue could not be replicated on unused sample and no actual sample received.

Event description:
It was reported that 5 of the bd maxplus¿ pressure rated extension sets with removable needleless connector were leaking where the insyte connects to the extension set. The following information was provided by the initial reporter: verbatim: ¿periop has had some incidents with IV extension sites leaking".

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.